Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00197 initial report on march 22, 2021. Additional information - 05/10/2021. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive). Results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore, the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) results were within the range. The current practice in the laboratory is to run cov2t samples by batch. While running cov2t, customer does not run other patient samples at the same time. To reduce the interference/carry over possibility, customer also performs daily cleaning cycle (dcp) using probe wash (pw3) before cov2t testing and after every 15 samples tested. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens is investigating.

Event description:
A customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for 4 patients that were tested on the same day. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results. The customer reported the nonreactive (negative) results to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.